Manufacturer narrative:
(B)(4).

Event description:
The patient had the stimulation put in almost a year and a half ago. From the first time it was put in, the patient was having pain. They told the patient it was their back and disc. The patient had it removed but still was having pain. The patient had all kinds of tests done. They said it was not the patient¿s back, it was from the stimulation. No additional follow up is able to be performed. If additional information is received, a follow up will be sent.